Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-25. H6: investigation summary. Bd received 5 samples and 1 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective locking mechanism with the incident lot was observed. Additionally, all customer samples were evaluated by functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed of 4 samples and one showed hub/collar separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism and hub/collar separation through a corrective and preventive action (CAPA) 1465371. H3 other text : see h.10.

Event description:
It was reported that prior to use and after use the safety shield is falling off with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter: (2 of 2 complaints). It is reported customer experienced issues with the safety shield falling off. Pink safety shield came off when attempting to sheath the needle.

Event description:
It was reported that prior to use and after use the safety shield is falling off with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter: (2 of 2 complaints) it is reported customer experienced issues with the safety shield falling off. Pink safety shield came off when attempting to sheath the needle.

Manufacturer narrative:
The following fields have been updated with corrected information: d.3. Medical device manufacturer: becton, dickinson & co., - sumter, sc / 29153 g.2 manufacturing location: becton, dickinson & co., - sumter, sc / 29153.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use and after use the safety shield is falling off with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter: (2 of 2 complaints) it is reported customer experienced issues with the safety shield falling off. Pink safety shield came off when attempting to sheath the needle.